Event description:
A report was received that the patient developed infection at the ipg site after a revision procedure (MFR report #: 3006630150-2015-00843). The symptom was itching at the pocket site. The patient was admitted to the hospital and IV antibiotics were administered. The physician believed that the infection was not device or procedure related. No device malfunction was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-4316, lot #: 16204900, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.